Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6)2014 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6)2014. Patient was using a sensor that had expired.at the time of contact with dexcom technical support, no medical intervention or injuries were reported.